Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service codes 204 and 107) has been confirmed. Upon investigation, the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector and the u612 inverting charge pump on the computer/analog pca. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was causing service code 204 (monitor unusable) and service code 107 (multiple abnormal shutdowns).